Manufacturer narrative:
The investigation is ongoing. Device was discarded.

Event description:
As reported by the field clinical specialist (fcs), during the transcatheter valve replacement procedure of a 26mm sapien 3 ultra valve in a pre-existing surgical valve in the pulmonic position, the valve was initially not in the proper position and had to be retracted into the non-edwards sheath and removed. The dilator for the non-edwards sheath was reinserted and the sheath was advanced further into the surgical valve. The commander delivery system with valve was then reinserted into the sheath and it was noted that the valve was slightly off the balloon in terms of alignment. An attempt was made to retract the valve into the sheath, but the valve moved more distal on the balloon. The entire system was then withdrawn into the right ventricle (rv) in an attempt to retract to the inferior vena cava (ivc) to re-sheath the valve, but the valve caught onto the tricuspid valve. In order to avoid embolization, the patient was taken to surgery to remove the undeployed valve and delivery system. The surgery to remove the undeployed valve and delivery system was successful. The patient is doing well.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The events for valve moves on the commander delivery system balloon, valve moves on commander delivery system balloon during withdrawal, and difficulty or inability to withdraw commander delivery system with valve through vasculature were unable to be confirmed as neither the device nor applicable procedural imagery were provided for evaluation. A manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU and training manuals revealed no deficiencies. Regarding the event for valve moves on the commander delivery system balloon, as reported, "the commander delivery system with valve was then reinserted into the sheath and it was noted that the valve was slightly off the balloon in terms of alignment". Additional information revealed "the valve was initially mounted on the balloon and fine adjustment was performed under fluoro to ensure the markers were aligned. Valve alignment was attempted outside the body on the back table". It is possible that excessive manipulation was used during delivery system insertion through sheath or positioning that resulted in the valve movement on the balloon. However, without applicable procedural imagery, a definitive root cause is unable to be determined. In this case, available information suggests that procedural factors (excessive manipulation) may have contributed to the event. Regarding the event for valve moves on commander delivery system balloon during withdrawal, as reported, "an attempt was made to retract the valve into the sheath, but the valve moved more distal on the balloon". Per the training manual, "if using gore dryseal sheath, perform valve retrieval into the gore dryseal sheath in the ivc". Performing valve withdrawal into the sheath while past the tricuspid may present non-ideal anatomy for delivery system withdrawal through the sheath. However, without applicable procedural imagery, a definitive root cause is unable to be determined. In this case, available information suggests that procedural factors (improper withdrawal positioning) may have contributed to the event. Regarding the event for difficulty or inability to withdraw the commander delivery system with valve through the vasculature, as reported, "the entire system was then withdrawn into the right ventricle (rv) in an attempt to retract to the inferior vena cava (ivc) to re-sheath the valve, but the valve caught onto the tricuspid valve. In order to avoid embolization, the patient was taken to surgery to remove the undeployed valve and delivery system". When performing withdrawal, the training manual states to maintain guidewire position. It is likely that improper guidewire positioning may have led to the thv catching on patient's tricuspid leading to the withdrawal difficulties noted. However, without applicable procedural imagery, a definitive root cause is unable to be determined. In this case, available information suggests that procedural factors (incorrect guidewire management) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.